Event description:
It was reported to philips the device would not stay in standby mode. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the air flow when set to 0 was reading -1.6 slpm on the v60 display. The rse provided the latest service manual and recommended replacing the flow sensor assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the flow sensor assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Previous investigations have shown that the cause of the faulty flow sensor assembly was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba).